Event description:
It was reported that, "the anchor c, size 7 mm inserter tip broke while loading the cage. The inserter is now unusable."

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.